Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no prime anomaly or error alarm during testing. There was no moisture damage found on the electronics assembly and motor assembly. The keypad buttons functioned properly and there was no damage found on the keypad trace or the keypad connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer declined to troubleshoot for high blood glucose levels. Customer treated their high blood glucose with manual injections and two glucose gels. Customer performed the high pressure test and passed. Customer advised they had a bent cannula but did not receive a no delivery alarm. Customer was unable to press the down button to get the alarm history. Customer was able to scroll down and see some of the alarm history.